Event description:
Boston scientific crm received information that this lead exhibited loss of capture. An x-ray revealed a possible perforation, which was confirmed on a CT scan. This lead was explanted and replaced with a new lead. The date of implant was not made available to us.